Event description:
The pt is reportedly experiencing a decrease in sound performance with his internal device. External equipment was exchanged, and programming adjustments were attempted, however this did not resolve the problem. Testing of the device showed that the device is functioning. Surgery to explant the pt's device will be scheduled.